Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the cheeks. About ten days after injection, the patient developed an infection on their left cheek. The patient also had pain and swelling on the left cheek and eye lids. The swelling "was not subsiding and redness appeared." The healthcare professional noted that the infection was probably a result of "bacteria from skin mist" or an "insect bite." Patient was treated with "clarythin" by their family doctor. Patient was later also treated with clinda and keflex which the redness responded to but is still "indurate" and swollen. About a week later, the patient had an aspiration with no result as there was "nothing to drain." Two weeks after the injection, the patient went to the emergency to have an abscess drained. Symptoms are ongoing.

Manufacturer narrative:
(B)(4). The events of swelling, pain, indurate, infection, abscess and redness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of abscess, edema, erythema, infection, pain and skin irritation: "precautions for use: ¿ as a matter of general principle, implantation of medical device is associated with a risk of infection. Undesirable effects: the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ indurations or nodules at the injection area. ¿ cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the cheeks. About ten days after injection, the patient developed an infection on their left cheek. The patient also had pain and swelling on the left cheek and eye lids. The swelling "was not subsiding and redness appeared." The healthcare professional noted that the infection was probably a result of "bacteria from skin mist" or an "insect bite." Patient was treated with "clarythin" by their family doctor. Patient was later also treated with clinda and keflex which the redness responded to but is still "indurate" and swollen. About a week later, the patient had an aspiration with no result as there was "nothing to drain." Two weeks after the injection, the patient went to the emergency to have an abscess drained. Symptoms are ongoing.